Event description:
It was reported that there was overstimulation and pain located ¿all over.¿ the patient had fallen asleep 3 days prior around 2 a.m., and was awakened around 3 a.m. Feeling like someone had turned his device ¿up to 1,000.¿ the patient turned the device off and decreased voltage on program 1. He then turned it back on and up to a lower level. The device was now too strong at previous preferred strength, and although he was getting some measure of relief at the lower strength, it ¿is nowhere near¿ the relief he was getting. He had not experienced another spike in strength at the lower amplitude. The patient was going meet with a manufacturing representative on (B)(6) for troubleshooting and reprogramming, hopefully for better relief. The patient was alive with no injury at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient felt like he had to recharge frequently ever since the lead revision. He was charging every 3-4 days, but also mentioned he had to charge every 1-2 days or every 24 hours. The manufacturing representative (rep) was uncertain which estimate was accurate. They were scheduled to meet on (B)(6) 2015, but the patient cancelled the appointment. The rep felt like the patient was looking to get a larger battery. He also had a package of the adhesive charging patches the patient claimed that the implantable neurostimulator (ins) would move. The patient was definitely getting good therapy from the system because if he turned the amplitude down or the ins off, his pain would get worse and return. The patient was currently receiving effective therapy. The rep had not met with the patient yet to troubleshoot and they did not have a date set at this time. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads and extensions were returned to the manufacturer. It was determined that the reason for removal was therapy related. There was an ongoing problem with abdominal stimulation; the patient had events during sleep. The lead also had moved slightly and there was a loss of coverage of painful areas.

Event description:
The company representative reported a little over a week later that the doctor was back in town earlier than expected. The device was now ¿knotting up the muscles in my back if I leave it on too long.¿ it has been doing this since the last revision. The patient was now not using the device until the pain gets severe, then he turns it on and ¿immediately I get enough relief that I feel like dancing.¿ but after a couple of hours it causes his back to ¿knot up¿ and has to turn it off. The doctor wanted the patient to move his appointment from (B)(6). The patient¿s primary care physician (pcp) reported that the patient was in the office on (B)(6) 2015 with the same complaints of muscular back pain when using the device, patient stated this has been an issue since the revision. This was the first time the pcp has heard this from the patient. The company representative and pcp were planning on being at the patient¿s appointment with his doctor next week, so they can all sit down and discuss the patient¿s concerns. The patient was asked to bring his recharger with to the appointment.

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported a week later that they met up with the patient's doctor on (B)(6) 2015. The patient noted to be running at a rate of 270, counseled on possible impact on recharging frequency with higher rate and decreased to 60 without untoward effect. An additional program was made that covered painful areas better with lower rate as well. The patient's doctor had lengthy discussion regarding the pros/cons of a paddle lead. The patient verbalized understanding and he wanted to give the new settings a try. Although the patient finds frequent recharging a hassle, the device is definitely helping his pain to be decreased and his quality of life to be better, "exponentially" in on vs off. Follow up with the patient will be done in a week or two to see how the pain is doing and check on recharging.

Event description:
Additional information received reported that the leads were already in the mail to be returned to the manufacturer for analysis. The patient was feeling better than he had in over 6 months. He had not had any abdominal stimulation since revision as well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) was supposed to meet with the patient in early (B)(6) but the patient cancelled the appointment. The patient had not returned his calls. The rep received a phone call from a doctor's office stating that the patient was there and saying he was not feeling as effective of stimulation in the past. The patient had made a reference to wanting a paddle lead and that it would "ix everything." It was noted that the story seemed to change depending who the patient was talking with. They were unsure of the patient's true symptoms. There was no mention of charging issues at that time. The rep would be going to the doctor's office today. A day later it was reported that the patient had been to the doctor's office on two occasions stating he had gotten no relief since the lead revision and wanted the doctor to place a paddle lead. Contrary to what the patient had told him, the last several conversations the rep had with the patient were that he was getting adequate relief from the stimulator, but he did have complaints of frequent recharging that had been at first every 2-3 days, then had more recently progressed to every 24 hours. The patient also had been very specific that if he turned the device up too high, he had bothersome stimulation that would result in muscle soreness in legs and unwanted stimulation in the left abdominal area. If he turned the device down too low, pain relief was not adequate and he would end up in a fetal position all day. The patient had cancelled at least 3 appointments with the rep to address recharging needs, and that on (B)(6) the rep had left the patient a voicemail and had yet to receive a return call. The doctor asked the rep to reach out to the patient again and discuss proceedings with the doctor. The rep reached out to the patient via phone today and he answered. The patient had gone to see the doctor not about his stimulator, but to see if anything was wrong with his back that could be fixed, and it was the doctor that honed in on him possibly needed a paddle instead of percutaneous leads. The doctor took an x-ray and said he saw nothing that needed to be fixed via further surgery. Prior to his lead revision in (B)(6), someone had told him he might be better served by a paddle depending on revision outcome. Prior to lead revision, he had been charging every 48 hours and since then he had been needed to charge every 24 hours. It had been helping with his pain but he decided to turn it off because the recharge intervals were too frequent and aggravating. The patient asked the rep to talk to the doctor about what his feelings were regarding his stimulation issues and recharging intervals. The rep talked to the doctor about the patient's complaints and contradictions. The doctor suggested to instruct the patient not to use his stimulator for one month, then meet at his office to turn stimulation back on, and then evaluate results on that day and either most likely continue at status quo or possibly discuss removal of the device. After his latest lead revision, the rep met with the doctor's office to optimize programming. At that time, the doctor and nurse both confirmed that although the patient continued to have pain issues, he was able to cut back on his oral medications and cut back from using 2 100 mcg fentanyl patches at a time to just one. The patient thought theyhad the leads in what was probably the best place and that if he left the device on specific settings (4.? Mv on one program and 2.?mv on his second program) that relief was adequate. Any higher and he got uncomfortable stimulation or stimulation in undesirable places, and any lower his pain relief was not enough. The patient did have complaints of frequent recharging, inadequate pain control, and undesirable stimulation (left abdomen) prior to most recent lead revision. In their last conversation, he was charging every two to three days and then changed to every 24 hours in the same conversation. They had called the manufacturer to see if the recharge interval was appropriate for his particular settings and usage, and attempted to reprogram to see if they could maintain adequate coverage and pain control by manipulating electrodes, pw, rate, or anything else to make his life easier and his recharging intervals less burdensome. The patient had cancelled on 3 fairly recent appointments. It was noted that there were potential inclement weather on a couple of those occasions. For their last scheduled appointment ((B)(6) 2015), he cancelled by saying he did not feel like getting out at that time. The doctor expressed unwillingness to offer to place a paddle without knowing where the most optimal placement would be. The patient was willing to try anything and not use the stimulator as instructed for one month, then meet at the doctor's office to reactivate and address proceedings further from there. The patient was asked to top off the stimulator by recharging it, and to check it again in two weeks and then prior to the appointment to make sure it was charged fully when they would meet at the office in months so they could better gain insult from full to discharge implantable neurostimulator (ins). The patient truly wanted as much relief as possible from his stimulator. The rep did not know if after at two lead revisions they would ever be able to meet the patient's expectations of what he felt would be good enough. With his most recent changing descriptions of his stimulator experience, the rep did not know if he could get a true description of ongoing therapy and potential related issues. They were hoping to meet with the patient at the doctor's office on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a manufacturing representative spoke with a doctor and the patient¿s lead had moved down almost a full vertebral body. The cause of the event was unknown. The patient was not receiving effective therapy and was looking at a possible revision. It was later reported that the revision had not occurred yet. The doctor was going to decide his plan next week after the holidays. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for an epidural lead revision on (B)(6). 3 days later it was reported that there was a successful replacement of the leads. All four leads and two extensions were removed and replaced with two leads. There was good coverage of painful areas on the table, without any abdominal stimulation. Post lead replacement, the patient was programmed with 3 groups all targeting painful areas, which "feel good" and without any abdominal stimulation. The patient left the surgery center groggy, but happy with the new coverage.

Manufacturer narrative:
Product ID 3888-45, lot# va08q13, implanted: 2014 (B)(6); product type lead product ID 3888-45, lot# va08q13, implanted: 2014 (B)(6); product type lead product ID 3487a-45, lot# v825261, implanted: 2014 (B)(6); product type lead product ID 3487a-45, lot# v782187, implanted: 2014 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the patient attempted to call the manufacturing representative (rep) late morning on (B)(6). The patient left a voicemail and the rep returned the call later in the day and spoke to the patient's wife. A day later the rep spoke with the patient. The patient had tried to leave the stimulator off per the doctor's request, but his pain was too great and he had to turn the stimulator back on. It was another contradiction to his previous statement that he had quit using the device because it was not working, as he could not leave it off for 12 hours. The patient thought he would get better relief if he had another revision to put the leads back where they were after his revision in (B)(6). He would like a paddle lead and a bigger implantable neurostimulator (ins) to extend recharging. The rep was going to update the doctor, whom was on a 2 week vacation, and they would then plan to meet together to discuss the next steps. The rep offered to meet with the patient before then to see if they could get assistance about recharging statistics and work on reprogramming to hopefully increase interval to greater than 24 hours. The patient declined meeting and said they could get together after the doctor gets back. The rep was going to try to contact the doctor to inform him about the conversation he had with the patient.

Event description:
The company representative spoke with the patient two weeks later and he had no therapy complaints.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of leads (l/n va08q13, va08q13, v825261, v782187), found no anomaly.

Event description:
Additional information received reported that a manufacturing representative (rep) saw the patient today at his post-surgical follow -up. The patient was getting some abdominal stimulation when turning the device up to compensate for increased pain, and some when lying down at night. The rep reprogrammed two groups and turned the device up past where he would normally run the device, and there was no abdominal stimulation. The rep called the patient again tonight to follow-up and the patient was getting good pain relief without any abdominal stimulation and was present lying down with zero abdominal stimulation. The patient was advised to call the rep if abdominal stimulation returned or with any further concerns or questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.